Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was evaluated and the reason for return: "fill chamber button was constantly activating " could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Per service manual, performed eprom upgrade to the latest software versions. Further a review into the depuy mitek complaints system revealed no other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the fill chamber button was constantly activating, continuously filling the fill chamber. The case was completed with a second pump. No patient consequence. Device will be returned and replaced.